Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a physician and describes the occurrence of medical device removal ("essure removal"), pregnancy with contraceptive device ("patient is 10 weeks pregnant") and uterine perforation ("uterine perforation") in a 28 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. An additional suspect product was nuvaring for contraception. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of d & c (for miscarriage) in 2008 and abortion, obesity, abdominal pain, spontaneous abortion (2), parity 4 and multigravida (7, no elective or therapeutic abortion, no ectopic pregnancy). As concurrent condition the report mentioned postpartum state (2.5 months) since 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 274 days after essure insertion, she experienced pregnancy with contraceptive device (seriousness criterion medically important). On (B)(6) 2016, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient started nuvaring at an unspecified dose and frequency. On unknown dates she experienced investigation noncompliance ("hsg not performed"), device dislocation ("device dislocation") and uterine perforation (seriousness criterion medically important). The patient was treated with surgery (essure removal via hysterectomy,: diagnostic laparoscopy, removal of bilateral salpingectomy). At the time of the report, the pregnancy with contraceptive device had resolved. The outcome of investigation noncompliance was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 7, para 4. Last menstrual period was on (B)(6) 2016 and the estimated date of delivery was on (B)(6) 2016. The patient's treatment dates suggest potential fetal exposure to essure and nuvaring during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on an unknown date. The reporter considered device dislocation, investigation noncompliance, medical device removal, pregnancy with contraceptive device and uterine perforation to be related to essure administration. The reporter commented: discrepant information: pregnancy on (B)(6) 2015 reported on (B)(6) 2015. Hysterectomy on (B)(6) 2015 reported with follow up report on (B)(6) 2023 (but also day and month of insertion reported as on (B)(6) 2014). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 36.462 kg/sqm. [Hysteroscopy] on (B)(6) 2014: analgesia was done with cervical block and intravenous sedation. The insertion and the visualization of the tubal ostium were considered easy, with no fluid loss more than 1500cc during hysteroscopy. The procedure did not take more than 20 minutes [pathology test] on (B)(6) 2016: bilateral fallopian tubes, ligation: -two separate segments of fallopian tube with fimbriae showing complete cross section, and no significant pathologic changes. Specimen: bilateral fallopian tubes. Clinical information: essure coil in abnormal location; desires sterilization. Gross description: essure coils are not grossly identified. [Pregnancy test] on (B)(6) 2015: blood test confirmed pregnancy [ultrasound scan] on (B)(6) 2015: 10 weeks pregnant, no abnormalities; on (B)(6) 2015: 20 weeks pregnancy and no abnormalities in uterus or adnexa. [X-ray] on (B)(6) 2016: indications: "essure localization." Comparison: none. Findings: there are 2 essure devices just to the right and left of midline in the upper pelvis. There is a nonobstructive bowel gas pattern. No free air. No radiopaque renal or collecting system stones seen. Colonic stool and gas is felt to be within the normal range.; on (B)(6) 2016: shows the coils located in the pelvis roughly where expected. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: uterine perforation, device dislocation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: uterine perforation and device dislocation event added. Reporters, medical history, lab data, patient information, removal date, event on set date, non drug treatment added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') and pregnancy with contraceptive device ('patient is 10 weeks pregnant') in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included nuvaring for contraception. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included d & c (for miscarriage) in 2008, multigravida (7, no elective or therapeutic abortion, no ectopic pregnancy), parity 4 and spontaneous abortion (2). Concurrent conditions included postpartum state (2.5 months) since 2014. On an unknown date, the patient started nuvaring at an unspecified dose and frequency. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 9 months 1 day after insertion of essure. In 2015, the patient underwent medical device removal (seriousness criterion intervention required). On an unknown date, the patient experienced investigation noncompliance ("hsg not performed"). The patient was treated with surgery (essure removal via hysterectomy). Essure was removed in 2015. At the time of the report, the pregnancy with contraceptive device had resolved and the investigation noncompliance outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 7, para 4. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2015. Potential fetal exposure to essure and nuvaring occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered investigation noncompliance, medical device removal and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepant information: pregnancy (B)(6) 2015 reported in (B)(6) 2015. Hysterectomy (B)(6) 2015 reported with follow up report on (B)(6) 2023 (but also day and month of insertion reported as (B)(6) 2014). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Hysteroscopy - on (B)(6) 2014: analgesia was done with cervical block and intravenous sedation. The insertion and the visualization of the tubal ostium were considered easy, with no fluid loss more than 1500cc during hysteroscopy. The procedure did not take more than 20 minutes. Pregnancy test - on (B)(6) 2015: blood test confirmed pregnancy. Ultrasound scan - on (B)(6) 2015: 10 weeks pregnant, no abnormalities; in (B)(6) 2015: 20 weeks pregnancy and no abnormalities in uterus or adnexa. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a physician and describes the occurrence of medical device removal ("essure removal") and pregnancy with contraceptive device ("patient is 10 weeks pregnant") in a 28 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. An additional suspect product was nuvaring for contraception. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of d & c (for miscarriage) in 2008 and spontaneous abortion (2), parity 4 and multigravida (7, no elective or therapeutic abortion, no ectopic pregnancy). As concurrent condition the report mentioned postpartum state (2.5 months) since 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 274 days after essure insertion, she experienced pregnancy with contraceptive device (seriousness criterion medically important). In 2015 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown date in the same year. On an unknown date, the patient started nuvaring at an unspecified dose and frequency. On an unknown date she experienced investigation noncompliance ("hsg not performed"). The patient was treated with surgery (essure removal via hysterectomy). At the time of the report, the pregnancy with contraceptive device had resolved. The outcome of investigation noncompliance was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 7, para 4. The estimated date of delivery was on (B)(6) 2015. The patient's treatment dates suggest potential fetal exposure to essure and nuvaring during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on an unknown date. The reporter considered investigation noncompliance, medical device removal and pregnancy with contraceptive device to be related to essure administration. The reporter commented: discrepant information: pregnancy (B)(6) 2015 reported in (B)(6) 2015. Hysterectomy (B)(6) 2015 reported with follow up report on 02-may-2023 (but also day and month of insertion reported as (B)(6) 2014). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 36.462 kg/sqm. [Hysteroscopy] on (B)(6) 2014: analgesia was done with cervical block and intravenous sedation. The insertion and the visualization of the tubal ostium were considered easy, with no fluid loss more than 1500cc during hysteroscopy. The procedure did not take more than 20 minutes. [Pregnancy test] on (B)(6) 2015: blood test confirmed pregnancy [ultrasound scan] on (B)(6) 2015: 10 weeks pregnant, no abnormalities; in (B)(6) 2015: 20 weeks pregnancy and no abnormalities in uterus or adnexa. Quality-safety evaluation of ptc: for essure: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this product technical complaint was initiated due to a lack of efficacy (pregnancy). Lack of effectiveness is not necessarily indicative of a quality defect as it may occur with the use of any product. Additionally, pregnancy may occur during any contraceptive use. In this particular case due to noncompliance occlussion was never confirmed. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded unconfirmed quality defect. Based on the limited available information, there is no relationship between the reported lack of efficacy event and a quality defect. The most recent follow-up information incorporated above includes data received on: 02-may-2023: report received via lawyer (new legal reporter): essure was removed by hysterectomy (event added since cause of hysterectomy unspecified). Case was upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a physician and describes the occurrence of uterine perforation ("uterine perforation") and pregnancy with contraceptive device ("patient is 10 weeks pregnant") in a 28 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. An additional suspect product was nuvaring for contraception. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of d & c (for miscarriage) in 2008 and abortion, obesity, abdominal pain, spontaneous abortion (2), parity 4 and multigravida (7, no elective or therapeutic abortion, no ectopic pregnancy). As concurrent condition the report mentioned postpartum state (2.5 months) since 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 274 days after essure insertion, she experienced pregnancy with contraceptive device (seriousness criterion medically important). Essure was removed on (B)(6) 2016. On an unknown date, the patient started nuvaring at an unspecified dose and frequency. On unknown dates she experienced uterine perforation (seriousness criteria medically important and intervention required), investigation noncompliance ("hsg not performed") and device dislocation ("device dislocation"). The patient was treated with surgery (essure removal via hysterectomy,: diagnostic laparoscopy, removal of bilateral salpingectomy). At the time of the report, the pregnancy with contraceptive device had resolved. The outcome of investigation noncompliance was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 7, para 4. Last menstrual period was on (B)(6) 2016 and the estimated date of delivery was on (B)(6) 2016. The patient's treatment dates suggest potential fetal exposure to essure and nuvaring during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on an unknown date. The reporter considered device dislocation, investigation noncompliance, pregnancy with contraceptive device and uterine perforation to be related to essure administration. The reporter commented: discrepant information: pregnancy (B)(6) 2015 reported in oct-2015. Hysterectomy (B)(6) 2015 reported with follow up report on (B)(6) 2023 (but also day and month of insertion reported as (B)(6) 2014). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 36.462 kg/sqm. [Hysteroscopy] on (B)(6) 2014: analgesia was done with cervical block and intravenous sedation. The insertion and the visualization of the tubal ostium were considered easy, with no fluid loss more than 1500cc during hysteroscopy. The procedure did not take more than 20 minutes [pathology test] on (B)(6) 2016: bilateral fallopian tubes, ligation: two separate segments of fallopian tube with fimbriae showing complete cross section, and no significant pathologic changes. Specimen: bilateral fallopian tubes. Clinical information: essure coil in abnormal location; desires sterilization. Gross description: essure coils are not grossly identified. [Pregnancy test] on (B)(6) 2015: blood test confirmed pregnancy [ultrasound scan] on (B)(6) 2015: 10 weeks pregnant, no abnormalities; in (B)(6) 2015: 20 weeks pregnancy and no abnormalities in uterus or adnexa [x-ray] on (B)(6) 2016: indications: "essure localization" comparison: none. Findings: there are 2 essure devices just to the right and left of midline in the upper pelvis. There is a nonobstructive bowel gas pattern. No free air. No radiopaque renal or collecting system stones seen. Colonic stool and gas is felt to be within the normal range.; on (B)(6) 2016: shows the coils located in the pelvis roughly where expected. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:uterine perforation,device dislocation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.